Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h6. Corrections to d4: expiration date is not applicable (reusable instrument). UDI is not applicable. The complaint can be confirmed through the returned product analysis. The impactor liner has fractured, and not all of the pieces have returned. Visual examination of the returned product identified signs of use, wear, and tear. There are gouges and scratches on the od of the liner impactor. There is some discoloration on the ID of the impactor where the impactor would attach to the handle. Measured the impactor liner and checked the product identifiers. The device has a possible field age of 15+ years. The device history record was reviewed, and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the small metal prominence of the impactor broke off and fell into the patient while following the correct surgical technique. The fractured fragment was retrieved from the patient and set to the side. The was no further impact or delay to the procedure. It was reported that no further information is available.